Manufacturer narrative:
Service was declined as the customer did not question system performance. The laboratory utilizes becton dickinson (bd) 13x75 mm lithium heparin plasma separator tubes for sample collections. Samples are centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. A definitive cause of the incident is unknown.

Event description:
The customer reported erroneous troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient sample, on the same analyzer, recovered a lower result within the risk stratification. The erroneous result was released out of the laboratory, and the patient was admitted to the hospital based on the value. There has been no report of current patient outcome to date. The customer stated quality control (qc) was within the laboratory's established limits prior to and after the event.